Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 19546505.

Event description:
It was reported that patient felt that ipg loose in the pocket and had migrated. Patient also experienced burning pain at the ipg site. During the procedure, the physician found out that patients ipg was infected due scar tissue encapsulating the infection and was full of puss. The physician believed that the infection was not device related and suspected that it had been there for a long time possibly since implant procedure. The patient was administered with antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and were discarded.